Manufacturer narrative:
His lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was unable to be successfully implanted. After placement, this lead exhibited high thresholds. Physician attempted to reposition this lead. Placement difficulty was experienced. This lead was removed and replaced. After pocket closure, pressure dropped and pericentesis was performed. Evidence suggests that patient had pericardial effusion. Effusion was drained in the procedure room. No additional adverse patient effects were reported.